Event description:
A representative reported an adverse event of ¿refill site reaction to subcutaneous remodulin¿. Within fifteen minutes post refill procedure, the patient had flushing and chills, a feeling of wooziness, a brief episode of chest heaviness, slight erythema around pump, and a point of redness at the injection site, as well as swelling and pain over pump pocket. They also reported fatigue. These symptoms began to subside within two to three hours after initial reports. Ice was applied to the pump pocket site. This was deemed ¿not serious,¿ but it was thought to be related to remodulin and the refill process. About two weeks later, the patient called to update on the symptoms and stated that of their symptoms related to the refill procedure and remodulin injection resolved by (B)(6) 2013 morning. No further actions were taken by the site or the patient.

Manufacturer narrative:
(B)(4).